Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed service code 105 (pulse test relay stuck). The cause for the code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. Additionally, the monitor displayed service code 204: belt/monitor unusable. The cause for the code 204 was isolated to shorted component u409 on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.